Event description:
On monday, (B)(6) 2014 at approx 9:00 pm, (B)(6) wrapped his left ankle and achilles with rocktape as he had many times prior and in accordance to your product's instruction info. After wrapping his ankle, (B)(6) wore a neoprene brace over the rocktape and subsequently on tuesday, (B)(6) 2014, (B)(6) woke up from extreme pain and an excruciating burning sensation in his left ankle. Waking up in a state of fear and confusion, (B)(6) attempted to remove the tape to see what was happening, however, he was unable to do so, pieces of the tape attached to (B)(6) ankle. Once the tape was finally removed, (B)(6) noticed swelling, redness, blisters and torn skin. Immediately that day on (B)(6) 2014, (B)(6) went to the emergency room, treating physician dr (B)(6) notated inter alia, a chemical burn, identifying numerous blisters and erosions. (Pictures and medical records are attached and available upon request). (B)(6) contacted rocktape, in response rocktape has denied liability, has shifted blame to the neoprene brace which (B)(6) has used for years without any complications. Our client's position is that either the rocktape itself is defective and/or rocktape is defective in that the MFR has failed to warn consumers regarding proper use of the product. Rocktape in it's current state and/or with its current labeling is defective and a threat to consumer safety. Purchase date: (B)(6) 2014. The product was not damaged, or modified before the incident. MFR has denied any liability and has shafted blame. (B)(4).